Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: the american surgeon. 2011; 77. (B)(4).

Event description:
It was reported via journal article: title: "repair of high-risk incisional hernias and traumatic abdominal wall defects with porcine mesh." Authors: matthew c. Byrnes, m.d., eric irwin, m.d., dana carlson, m.d., amy campeau, jonathon c. Gipson, m.d., alan beal, m.d., j. Kevin croston, m.d. Citation: the american surgeon. 2011; 77. The authors hypothesized that a wide underlay technique in combination with a novel biologic mesh would result in repair with a low recurrence rate. Medical records of patients undergoing ventral herniorrhaphy with biologic mesh were evaluated. All patients were evaluated for hernia recurrence both immediately and after 2 to 3 years. There were 55 patients (female patients: 51%; age: 48.5 years; bmi: 31.7) included in the study. During the surgical procedure, a large nurolon 1-0 or 0 non-absorbable suture (ethicon) was used to attach the mesh to the fascia. Interrupted ¿¿u¿¿ stitches were placed by passing through the fascia, through the mesh, and back through the fascia. The stitches were placed approximately 7 cm back from the fascial edge such that there was an additional 2 to 3 cm of mesh lateral to the suture. Reported complications included recurrence (n-4) which required vaseline-impregnated gauze between the mesh and the wound vac in 3 patients and repair with another piece of matrix with no subsequent recurrence in 1 patient. It was reported that in 1 case of recurrence, the authors found the sutures to have pulled free of the matrix and that they had been placed at the matrix edges rather than 2 to 3 cm inside of the edge. These were replaced, and there were no further complications. It was concluded that the complex ventral hernias are a significant challenge to general surgeons. The authors have demonstrated a technique that can be used in a large range of patients. This technique appears to have a low complication rate, can be used in the presence of enterotomy, does not require complex extraperitoneal dissection, and appears to be durable over the near term.